Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial (B)(4), product type: recharger. Product ID: 97745bp, serial (B)(4), product type: accessory. Product ID: 97745, serial (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the controller went crazy and the battery started draining really fast so the patient (pt) had to charge the controller everyday. The recharger was connected to the ins and a "no data available" message came up. The pt tried the controller again the next day and it was just swirling and would not charge. The pt clarified the he saw poor recharge quality which was also seen during the call. It was reviewed to reposition the antenna and the pt stated the controller connected and the light turned green for a second and then turned to poor recharge quality/orange light. The pt reported the health care professional (hcp) had on "1 things and hurt him". Pt clarified hcp tried him on hd settings and the programming change resulted in return of symptoms- cramps in legs, pain in back. Hcp told pt to try it for 72 hours/3 days so pt left it on that long. Pt then changed back to group b and settings worked fine until ins 'went crazy' and ins battery started draining real fast; this occurred simultaneously with controller battery draining and confirmed it was happening on both devices. It was stated that the pt didn't use ins at all the day prior to the notified date due to not being able to charge and reviewed a return of cramping and pain due to ins off. Further trouble shooting could not be performed due to lack of access; the pt was unable to connect recharger to implant to charge during call. It was also reported that the controller won't find implant and unit showed not data found; upon reset, the unit didn't recharge at all. Upon reset the battery pack didn't recharge past 80%. The recharger did not find implant and unit showed not data found; upon reset the unit didn't recharge at all. It was mentioned that the pt had an appointment with their hcp on (B)(6) 2018. The patient was transferred to repair and the controller, battery pack and recharger were replaced. No further complications were reported.